Manufacturer narrative:
Complaint conclusion: as reported, two saber balloon catheters from different lots would not inflate inside the patient. Appeared to have a leak or puncture in them. There was no report of patient injury. The procedure was completed but it is unknown how it was completed. There was no difficulty removing the product from the hoop or the protective balloon cover. There was no balloon burst. No additional information is available. (B)(4): the device was not received for analysis. Instead, pictures were attached at the electronic file. Per visual analysis of the received pictures, it can be observed that the labels refer to same catalog 48002002x devices and two lot numbers: (lot 17580287 and 17553952). However, this information is not enough information to confirm that the two saber balloon catheters would not inflate. A device history record (DHR) review of lot 17580287 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - in-patient¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the leakage found could not be conclusively determined. Based on the limited information available for review, vessel characteristics (although not provided) and/or procedural/handling factors may have contributed to the leakage reported. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. If strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2017-01392 . (B)(4). A review of the manufacturing documentation associated with lot 117580287 was performed and no issues were noted that were considered potentially related to the reported complaint. A picture was received, showing packaging product label where indicates that is a saber part # 48002002x , lot # 117580287. Per visual analysis of the received picture, it can be observed that labels refer to same catalog 48002002x device but different lot numbers: (lot 17553952); however, this information is not enough information to confirm that the two saber balloon catheters would not inflate.

Event description:
As reported, two saber balloon catheters form different lots would not inflate. Appeared to have a leak or puncture in them. There was no report of patient injury.